Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced a physical enclosure failure in which the device housing split in half while the screen and pump functions continued to operate. Symptoms included no injury. Outcomes included continued therapy without medical intervention and replacement arranged. Investigation included remote troubleshooting, user education on device management and data syncing, and verification of backup therapy and cgm use. Investigation of this case revealed a screen bezel separation consistent with a mechanical integrity issue of the enclosure, with no associated alarms and the display and pump components functioning. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the external housing.